Manufacturer narrative:
In addition to the confirmed endoleak type 3b , clinical also found additional events on (B)(6) 2017 (68 month post implant), with migration of the ir cuff; el1b of the r and l iliac limbs; rupture aorta; and an aneurysm enlargement (aaa). The most likely cause of the migration of the infrarenal cuff could not be determined. The final patient disposition cannot be ascertained due to a lack of medical records surrounding the event. The most likely cause of the loss of seal was related to the placement of the incorrect iliac limb diameters in bilateral ectatic common iliac arteries (off label) and sealing zones with thrombus (cautionary product use condition). Associated clinical harms for this event included: type ib endoleak, aneurysm enlargement, rupture, and secondary endovascular procedure done on (B)(6) 2017 with a reline of a non-endologix device. A review of manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and were not returned and no evaluation was completed. These types of events will be monitored and trended as part of the quality system. The original reported complaint for the type 3b endoleak is referenced in a separate complaint (2031527-2017-00697).

Event description:
The patient was initially implanted with a bifurcated stent and an infrarenal aortic extension. A recent follow up showed the patient had a possible type 3a endoleak or a type 3b endoleak. In addition to the confirmed type 3b endoleak, clinical evaluation also noted that on (B)(6) 2018 (68 moth post implant), patient had a migration of the ir cuff; el1b of the r and l iliac limbs; a rupture aorta; and an aneurysm enlargement (aaa). A secondary procedure was done on (B)(6) 2017 with a reline with a non-endologix device. The original reported complaint for the type 3b endoleak is referenced in a separate complaint (2031527-2017-00697).